Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-00840, 0001822565-2023-00841, 0001822565-2023-02273.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision approximately four (4) years post-operatively to address pain, osteolysis and tibial subsidence. Revision operative notes noted no intraoperative complications. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4) concomitant devices - zimmer unicompartmental high flex precoat femoral component catalog #: 00584201602 lot #: 63091336, zimmer unicompartmental articular surface size 4 12mm catalog #: 00584202412 lot #: 62923555, palacos r 1x40 single bone cement catalog #: 00111214001 lot #: 80964425. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see additional report associated with this event: 0001822565-2023-00841.